Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The tip was confirmed to have broken off. The cause cannot be determined since the mating torque limiting handle was not returned for evaluation. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that tip of a final driver broke off during final tightening within surgery. The procedure was completed using an alternative driver without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that tip of a final driver broke off during final tightening within surgery. The procedure was completed using an alternative driver without reported patient impacts.